Event description:
This event was reported as dyspnea, severe mitral regurgitation, low cardiac output, pulmonary hypertension, pneumonia like symptoms, congestive hart failure and leaflet disruption. No further info was provided.